Manufacturer narrative:
This report contains information for reported mace (composite of target lesion revascularization, mi or death) associated with 36 bx velocity stents. Information found in a literature review comparing: late catch-up in lumen diameter at five-year angiography in mace-free patients treated with sirolimus-eluting stents in the primary stenting of totally occluded native coronary arteries: a randomised comparison of bare metal stent implantation with sirolimus-eluting stent implantation for the treatment of total coronary occlusions (prison ii). Euro intervention. 2013 jun 22;9(2):212-9.; report that a total of 200 patients with tco were randomized to either bms or ses. Of these, six patients in both groups refused angiographic follow-up at six months, none of them had any symptoms and no adverse event occurred. At 6 month visit, 188 patients (bms 94, ses 94) underwent repeat angiography. During five year follow-up 48 patients (mbs 36/94, ses 12/94) experienced mace. Mace was defined as a composite of target lesion revascularization, mi and death. As a consequence 140 patients (bms 58/94, ses 82/94) were left eligible for five year repeat angiography. Of these mace free patients, 68 patients (bms 36/58, ses 32/82) declined the repeat angiogram. Again, these patients were free of symptoms and free of adverse events. The final study population involved 72 patients, 22/58 in the bms group and 50/82 in the ses group. Out of 22 bms group, there were 19 coronary artery reocclusion (>50%) events; 2 coronary artery restenosis (>50-90%) events; and 1 reocclusion (unexplained) event. Out of 50 ses group, there were 44 coronary artery reocclusion (<50%) events; 3 coronary artery restenosis (>50-99%) events; and 3 reocclusion (unexplained) events. Some patient risk factors included smoking, hypertension, myocardial infarction and hyperlipidemia; however it is not known which patients with these risk factors experienced adverse events. No information regarding intervention has been published. The sterile lot numbers for the devices are unknown therefore a device history report review could not be performed. Restenosis, myocardial infarction and death are known potential adverse events associated with implanting coronary artery stents. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. With the limited amount of information available it is not possible to determine what factors contributed to the listed event. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. This is one of two reports associated with reported adverse events for product devices mentioned in the attached literature article in which associated manufacturer report numbers are 9616099-2013-00504 and 9616099-2013-00505.

Event description:
Teeuwen et al "late catch-up in lumen diameter at five-year angiography in mace-free patients treated with sirolimus-eluting stents in the primary stenting of totally occluded native coronary arteries": a randomised comparison of bare metal stent implantation with sirolimus-eluting stent implantation for the treatment of total coronary occlusions (prison ii). Euro intervention. 2013 jun 22;9(2):212-9. Report that a total of 200 patients with tco were randomized to either bms or ses. Of these, six patients in both groups refused angiographic follow-up at six months, none of them had any symptoms and no adverse event occurred. At 6 month visit, 188 patients (bms 94, ses 94) underwent repeat angiography. During five year follow-up 48 patients (mbs 36/94, ses 12/94) experienced mace. Mace was defined as a composite of target lesion revascularization, mi and death. As a consequence 140 patients (bms 58/94, ses 82/94) were left eligible for five year repeat angiography. Of these mace free patients, 68 patients (bms 36/58, ses 32/82) declined the repeat angiogram. Again, these patients were free of symptoms and free of adverse events. The final study population involved 72 patients, 22/58 in the bms group and 50/82 in the ses group. Out of 22 bms group, there were 19 coronary artery reocclusion (>50%) events; 2 coronary artery restenosis (>50-90%) events; and 1 reocclusion (unexplained) event. Out of 50 ses group, there were 44 coronary artery reocclusion (<50%) events; 3 coronary artery restenosis (>50-99%) events; and 3 reocclusion (unexplained) events. No information regarding intervention has been published.